Manufacturer narrative:
(B)(4). Batch # x94a5g. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the har36 device was returned with the shaft bent. No all functional testing could be performed, as the clamp arm did not open and close due to the returned condition of the instrument. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. Our manufacturing process has been reviewed and there is no current evidence of this issue. The device was disassembled to inspect the internal components and no anomalies were found. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the device was difficult to open the jaws. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.